Manufacturer narrative:
A complete analysis and testing of 3 sealed reservoirs showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that insulin pump had reservoir leak. The customer's blood glucose was 107 mg.dl. The customer stated that the reservoir was on transfer guard. The customer was advised that we would send replacement reservoir.